Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer stated that a pt woke up all wet because the catheter was cut. The balance of the catheter was removed in surgery. Pt was treated as phophylaxis for peritonite. Pt status reported as ok.